Event description:
It was reported that during testing conducted at the manufacturer, the cord caused another device to unintentionally activate. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Investigation of the connectors revealed that the ground pin on the handpiece end of the cable was heavily corroded. The corrosion on the pin can cause resistance to increase, and the analog ground reads this increase and activates the handpiece.